Event description:
It was reported the patient's blood glucose levels rose to over 250 mg/dl, while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site. As treatment, the patient changed out the pod. The pod was also reported to be leaking.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification. Inspection of the fluid path and needle mechanism components found no evidence of any damage or deficiencies that would result in the soft cannula failing to properly insert into the infusion site. The cause of the reported unsure properly inserted cannula could not be determined. Fluid path testing found fluid to be leaking from a tear in the exposed portion of the soft cannula. The timing and cause of the soft cannula tear could not be determined. No other damages or deficiencies were observed during the investigation. It could not be conclusively determined if the soft cannula damage contributed to the reported leaking event. Inspection of the download data from the received device confirmed that the pod generated an 0x9b alarm, indicating it had been more than 5 min after continuous glucose monitor (cgm) deactivation without receiving pod deactivation command. No abnormalities were observed in the data. The patient history buffer (phb) data showed that the automated glucose control (agc) algorithm appropriately adapted to changes in estimated glucose values (egvs). The investigation did not find any damages or defects that would contribute to a hazard alarm. The exact cause of the 0x9b alarm could not be determined.